Manufacturer narrative:
(B)(4). This is a combined initial and final report and it's being submitted to relay additional information. Concomitant medical products: medical product: unknown oxford bearing component, catalog #: unknown, lot #: unknown, medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00198, 3002806535-2020-00200. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, a revision procedure due to unknown reason was performed.